Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 3.0 x 24mm, concentric, de novo target lesion with a greater than 45 degree bend was located in the severely tortuous and moderately calcified left anterior descending coronary artery. Following predilatation, there was 75% residual stenosis. While advancing a 3.00 x 24mm promus element stent, significant resistance was encountered but the stent was successfully deployed. Post implant, a distal edge dissection was noted and another stent was used to complete the procedure. The patient status was stable.